Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Approximately five weeks after surgery patient vision which was 20/20 post-op rapidly deteriorated, night vision was also severely affected. Physician suspects rapid healing to have caused the lens to pull-in and fold on top of itself resulting in only near vision. Upon receipt of further information patient's vision has not improved and the physician is suspecting refractive error is due to torquing of lens, leading into z syndrome. Patient is referred to a specialist and lens exchange is scheduled.